Event description:
Pt is with osteo of the cervical spine used heparin 100u/ml for flushing. In 2008 at 3 pm started on home care for ertapenem 1 gm IV q 24 hrs through 2008 and later that eve vanco 1 gm IV q12h through 2008 via 1 lumen PICC placed in 2008. Had no problems in hosp other than a sore arm at times with the infusions. Pt reports that she did not think that they used heparin in the hosp. She states with every dose of heparin she became nauseous and had heart palpitations. She said sometime it felt like a charley horse in her heart. She also lost her appetite. She continued with the heparin flushes until sat eve. Dose or amount: 2ml frequency: once a day route: intravesica dates of use: 2008 diagnosis or reason for use: IV line flush event abated after use stopped or dose reduced? Yes